Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had no white balance possible and has red image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the customer¿s allegation was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the issue. Based on the results of the investigation, the most probable cause of the failure was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had no white balance possible and has red image. There were no reports of patient harm.